Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg site was painful due to it bulging out. The ipg also had to be charged more frequently. The patient underwent a device explant procedure. The explanted ipg and linear leads were not returned.

Manufacturer narrative:
Exact date unknown, event occurred four years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 17966094/18141261.